Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnancy (no complications / pregnancy (stillbirth or miscarriage) / abortion") and abortion spontaneous ("pregnancy (no complications / pregnancy (stillbirth or miscarriage) / abortion") in a 37-year-old female patient who had essure (batch no. 626975, 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in september 2008. The patient's medical history included multi gravida and multiparous ((B)(6) 1994, (B)(6) 1997, (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012, (B)(6) 2015). Concurrent conditions included overweight. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) for dysmenorrhoea. In 2008, the patient experienced abdominal pain ("abdominal pain, felt like contraction"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems: blurred vision") and was found to have weight increased ("weight gain/loss: weight gain"). In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, systemic leakage ("fluid overload with a 6.5 l deficit") and complication of device insertion ("fluid overload with a 6.5 l deficit"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, vaginal discharge, vision blurred, weight increased, systemic leakage, complication of device insertion and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 8. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, complication of device insertion, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pregnancy with contraceptive device, systemic leakage, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Discrepancy noted regarding product removal. Discrepant data was received regarding pregnancies under essure. The 2nd episode of pregnancy (2015) was captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Lot number: 626975, manufacture date: 2008/04, expiration date: 2010/04. Lot number: 627291, manufacture date: 2008/05, expiration date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnancy (no complications / pregnancy (stillbirth or miscarriage) / abortion") and abortion spontaneous ("pregnancy (no complications / pregnancy (stillbirth or miscarriage) / abortion") in an adult female patient (gravida 10, para 8) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2008. The patient's past medical history included multi gravida and multiparous ((B)(6) 1994, (B)(6) 1997, (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012, (B)(6) 2015). Concurrent conditions included overweight. On an unknown date, the patient started tylenol #3 at an unspecified dose and frequency. In 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("pain, abdomen area"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems: blurred vision") and weight increased ("weight gain/loss: weight gain"). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal pain, vaginal discharge, vision blurred and weight increased outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Discrepancy noted regarding product removal. Discrepant data was received regarding pregnancies under essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication updated, concomitant disease, treatment medications, historical conditions, new events pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal pain, vaginal discharge, vision blurred, weight increased and device ineffective added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnancy (no complications / pregnancy (stillbirth or miscarriage) / abortion") and abortion spontaneous ("pregnancy (no complications / pregnancy (stillbirth or miscarriage) / abortion") in a 37-year-old female patient who had essure (batch no. 626975, 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6)2008. The patient's medical history included multi gravida and multiparous (B)(6)1994, (B)(6)1997, (B)(6)2005, (B)(6)2007, (B)(6)2008, (B)(6)2012, (B)(6)2015). Concurrent conditions included overweight. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) for dysmenorrhoea. In (B)(6)2008, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("pain, abdomen area"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems: blurred vision") and was found to have weight increased ("weight gain/loss: weight gain"). In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, systemic leakage ("fluid overload with a 6.5 l deficit") and complication of device insertion ("fluid overload with a 6.5 l deficit"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal pain, vaginal discharge, vision blurred, weight increased, systemic leakage and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 8. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, complication of device insertion, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pregnancy with contraceptive device, systemic leakage, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Discrepancy noted regarding product removal. Discrepant data was received regarding pregnancies under essure. The 2nd episode of pregnancy (2015) was captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6)2008: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2019: essure insertion date was updated. Essure lot number was added. Per plaintiff fact sheet: event: fluid overload with a 6.5 l deficit was added. On (B)(6)2019: reporter information was updated. This case concerns 37 year old patient. Her demographic was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnancy (no complications / pregnancy (stillbirth or miscarriage) / abortion") and abortion spontaneous ("pregnancy (no complications / pregnancy (stillbirth or miscarriage) / abortion") in an adult female patient (gravida 10, para 8) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2008. The patient's past medical history included multi gravida and multiparous ((B)(6) 1994, (B)(6)1997, (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012, (B)(6) 2015). Concurrent conditions included overweight. Concomitant products included panadeine co (tylenol #3) for dysmenorrhoea. In 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("pain, abdomen area"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems: blurred vision") and weight increased ("weight gain/loss: weight gain"). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal pain, vaginal discharge, vision blurred and weight increased outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Discrepancy noted regarding product removal. Discrepant data was received regarding pregnancies under essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnancy (no complications / pregnancy (stillbirth or miscarriage) / abortion") and abortion spontaneous ("pregnancy (no complications / pregnancy (stillbirth or miscarriage) / abortion") in an adult female patient (gravida 10, para 8) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in september 2008. The patient's past medical history included multi gravida and multiparous (B)(6) 1994, (B)(6) 1997, (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012, sep2015). Concurrent conditions included overweight. Concomitant products included panadeine co (tylenol #3) for dysmenorrhoea. In 2008, the patient had essure inserted. In august 2008, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In september 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("pain, abdomen area"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems: blurred vision") and weight increased ("weight gain/loss: weight gain"). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal pain, vaginal discharge, vision blurred and weight increased outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Discrepancy noted regarding product removal. Discrepant data was received regarding pregnancies under essure . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.